Event description:
It was reported "central venous catheter, which when unclogged and its functionality is found to be dysfunctional lumen." Additional information clarified the leak "was detected when the catheter was flushed while inside of the patient". The catheter was removed and a new catheter was placed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video shows the 2-lumen cvc during use inside the patient. The customer is observed clamping the distal extension line with the slide clamp. The line is then flushed with a fluid-filled syringe. A leak is visible on the distal extension line; however, a complete visual inspection to determine the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "central venous catheter, which when unclogged and its functionality is found to be dysfunctional lumen." Additional information clarified the leak "was detected when the catheter was flushed while inside of the patient". The catheter was removed and a new catheter was placed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".